Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2013, the patient presented with abnormal nuclear stress test and the 2.75 x 20mm promus element stent was placed in the proximal left anterior descending artery and not the first diagonal as previously reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that side branch stenosis occurred. In (B)(6) 2013, the patient presented with chief complaint of recurrent chest pain and was hospitalized. Coronary angiography was performed. The 70 to 80% focal stenosis in rca was treated with placement of a 3x16 mm promus element stent followed distally in tandem with a 3x15 mm non bsc stent. Following post dilatation, residual stenosis was less than 10%. In addition, 70-75% diffuse stenosis from the ostium of the proximal to mid lad was treated with placement of the 2.75 x 20 mm promus element plus drug eluting stent and post dilatation, with residual stenosis of less than 10%. Following post dilatation in the lad, the ostial stenosis in the 1st diagonal worsened to 80 to 90%, which was recrossed and treated with a 2.25 mm balloon with 20-30% residual stenosis. One day post procedure, the patient was discharged.